Event description:
Event description boston scientific received information that this coronary sinus lead exhibited a loss of capture in the left ventricle (lv). The pacing impedance was >2000 ohms in the bipolar configuration. An x-ray confirmed the conductor was fractured in the clavicle area. The lead was tested in the unipolar configuration, with a pacing impedance of 400 ohms, and capture was observed when pacing lv tip to rv ring. The physician went in to evaluate the lead and repaired the insulation breach, then tested the lead on the pacing system analyzer. The lead tested fine, and was left implanted, in the tip to ring pacing configuration. There were no adverse patient effects reported.